Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient faced infusion set needle issue on (B)(6) 2025. It was reported that the needle was break. The site of insertion was abdomen. The infusion set was in use for two minutes. No further information available.